Event description:
It was reported to boston scientific corporation following implantation of a solyx single incision sling system, the patient experienced injuries (date of procedure and injury specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.